Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were update/corrected updated: b3, b4, b5, b7, d7, g4, g7, h2, h6. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that approximately 2 years post implantation, the patient was revised due to ongoing infection of the l knee/wound and delayed altered healing. All devices were explanted with a spaced implanted. Loosening of devices was not identified during the revision. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: 141215, tibial tray, lot # 467350, 183032, femoral component, lot # j6073232, ep-189102, bearing, lot # 976390, 141205, tibial locking bar, lot # 597530. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 04502, 0001825034 - 2019 - 04503, 0001825034 - 2019 - 04502, 0001825034 - 2019 - 04502, 0001825034 - 2019 - 04502.

Event description:
It was reported that approximately 2 years post implantation, the patient has been revised due to loosening of the implants and infection. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(UDI): (B)(4). Medical records were provided and reviewed by a healthcare professional. Three sessions for treatment for non-healing left knee wound. Chronic pain, swelling, stiffness, numbness/ sensation and difficulty ambulating. Wound break down again and mild chest rash noted on (B)(6) 2019 with positive cultures for mssa. Left hardware removal on (B)(6) 2019, thick synovium and cloudy fluid. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.